Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the patient had an infection before the procedure and received antibiotics. The infection was unrelated to any abbott device or procedure.

Event description:
It was reported that the patient presented in the clinic with redness and drainage at the device implant site, due to infection. The physician elected to explant the whole system which are pacemaker, right ventricular (rv) and right atrial (ra) leads on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.